Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the insertion went well. Only one stick was performed and when they pulled the guidewire, it was observed that it was almost frayed. It even latched on to the skin and they had to pull it out. The line was removed, and they inserted our standard dialysis catheter. There was nothing unusual observed on the device prior to use, there was no other product utilized with the device and there were no other defects/damages found on the product (aside from the reported issue). The catheter was not repaired, there was no leak, and chloraprep was used to clean the skin prior to insertion. The guidewire and catheter were removed from the patient simultaneously (in one action) due to the alleged defect. Although the guidewire was frayed, it was removed in one piece. There was no damage/defect to the catheter itself. The guidewire and catheter that came with the kit was the one used. There was no complications/symptoms experience by the patient as the result of the reported guidewire event and there was no intervention/treatment required as the result of the event. The procedure was proceeded and completed with a new (second) catheter. There was no blood loss and blood transfusion was not required. The patient was very sick and later died. They believed that the death of the patient was not related to the reported catheter/guidewire issue.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that only part of the guidewire was returned. The frayed section visible in the returned photos was not returned, nor was the catheter. The returned portion of the guidewire was bent and deformed. It was reported that the guide wire was unable to be withdrawn and the guide wire was frayed, coiled or unraveled. The reported issue were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.